Event description:
It was reported by the pt that she experienced fluctuating hearing sensations until no amplification through the ap was present. The ap was exchanged, however, gave no noticeable perception. No fall or trauma has been reported, which would have caused a failure of the internal device. X-ray was unremarkable rtf measurement showed no response. The pt does not want to be-implanted for the moment, due to her age.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.